Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader did power on with button depression. Reader did not power on with strip insertion. The reader was sent for further investigation and de-cased. Upon visual inspection of the de-cased reader, the strip port appeared to be burned. Further extended investigation was also performed and during additional visual inspection of the de-cased reader, dried blood and an unknown greasy substance was observed on the strip port pins. The extended investigation verified that no fire, smoke, or signs of electric shock were observed. Power consumption testing was performed, and all results were within specification. Therefore, the issue is not confirmed to a user issue. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack.

Event description:
Customer initially reported that their adc device powers off during testing. The product was returned and investigated and burn marks were observed internal to the reader's strip port during the investigation. This report is being submitted due to the returned product investigation results.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previoius report and has been updated. Section g-3 (date received by mfg) was incorrectly documented in the previous report as january 24. 2024. The correct g-3 date is january 10, 2024.

Event description:
Customer initially reported that their adc device powers off during testing. The product was returned and investigated and burn marks were observed internal to the reader's strip port during the investigation. This report is being submitted due to the returned product investigation results.